Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device was unable to undergo the basic occlusion, occlusion, and prime tests due to no button response. No scrolling numbers anomaly was noted. The following cosmetic damage was also found: minor scratches on the display window, cracked case at a display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly. The patient's blood glucose at the time of incident was 55 mg/dl, and after treating with orange juice his blood glucose rose to 66 mg/dl. The customer stated that while trying to program a bolus the numbers scrolled continuously without his input, and that the buttons would not respond. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; he had been outside mowing the grass and just came in from the rain, but the pump did not get wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.